Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. The lot had one approved temporary deviation notice (dn) and one rework request which was issued for a delamination inspection. All identified discrepant product was discarded per the rework. The lot passed all release criteria. A review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred immediately after the initiation of a patient¿s hemodialysis (hd) treatment. The blood was visually confirmed in the dialysate and therefore the machine was manually stopped by the staff prior to the machine alarming. No dialyzer defect or damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 150 ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up of supplies on a different machine. The complaint device was discarded and therefore not available to be returned to the manufacturer for evaluation.